Event description:
IV catheter was found not to be intact upon removal from the pt. A ligation of the right cephalic vein with extraction of a retained, fractured catheter and thrombectomy was performed.